Manufacturer narrative:
Physio-control observed that the battery used at the time of the event was manufactured in 2014 and had a 27% state of charge. Physio-control recommends that batteries be replaced approximately every two years. Old batteries can increase the resistance of the input power path, which can cause the device to unexpectedly shut down if a high current function is utilized. The cause of the reported issue was determined to be due to worn battery.

Event description:
The customer contacted physio-control to report that their device intermittently lost power during an event with a patient. A second device taken from the ambulance was used to provide the patient with successful defibrillation therapy. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
Physio-control reviewed the device data and verified the reported issue. Physio replaced the device's battery pins, the battery wire harness and the power pcb. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted physio-control to report that their device intermittently lost power during an event with a patient. A second device taken from the ambulance was used to provide the patient with successful defibrillation therapy. There was no report of patient harm associated with the reported event.